Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the display disappeared momentarily and then returned to normal, it seems that an error message appeared during a therapeutic procedure involving an olympus laparoscope. There was no patient injury reported.